Manufacturer narrative:
The insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. However, format history file analysis has confirmed hardware low level failure error alarm due to poor solder joints at the u1 ambient light sensor on the keypad assembly. The insulin pump was received with scratched case, cracked case at battery tube side and fading serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of hardware low level failures and insulin flow blocked from the insulin pump. The customer's blood glucose reading was 7.2 mmol/l. Every so often, the customer received insulin flowed blocked alarm after his first bolus. The customer was not able to clear the alarm after troubleshoot. The insulin pump will be returned for analysis.